Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the unit had a cable/wire failure. It was reported that the device displayed error code 275 and the device displayed an error. The reported issues were confirmed. The most likely cause was traced to device design. Internal process improvements have been initiated to mitigate this issue. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively of a veterinary case, the unit began to beep loudly and the screen started flashing with a message that said instrument combination not allowed and the e275 supervisor error. A bleeding occurred but no transfusion performed. The procedure was completed using a good old scalpel blade and suture material to cut through tissue and ligate vessels appropriately. There was no patient injury.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted some very minor cosmetic issues. Internal inspection found no apparent anomalies. Functionally, the measurement of the voltage on the rf pcba was low. Movement of the lvps to rf pcba cable cause the voltage to increase. It was reported that there was an adverse event without an identified device or use problem and the device displayed error code 275. The reported issues were confirmed. The most likely root cause was traced to device design. Internal process improvements have been initiated to mitigate this issue. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively of a veterinary case, the unit began to beep loudly and the screen started flashing with a message that said instrument combination not allowed and the e275 supervisor error. A bleeding occurred and the blood in the suction container measures 800ml. The procedure did not complete because the dog died.